Event description:
Patient reported unknown side seroma. Healthcare professional later reported "preventive replacement". This record is for the left side device. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a implant date: partial date 2017. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma".

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d4, d6a, h6.

Event description:
Patient reported unknown side seroma. Healthcare professional later reported "preventive replacement". This record is for the left side device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported unknown side seroma. Healthcare professional later reported "preventive replacement". This record is for the left side device. Device has been explanted and replaced.